Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was suffering from reoccurring dermatitis and that a part of the active electrode lead was observed protruding through the skin, so a revision surgery was performed to address this protrusion.